Event description:
It was reported that during a da vinci si prostatectomy surgical procedure the prograsp forcep instrument was not responding to the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the cables are derailed. The one grip open cable is derailed from the force amp pulley. The grips are yawed over to one side and unable to properly straighten due to the derailment. Engineering also observed a derailed backend cable and tube damage. The pitch cables are loose at the wrist, but not visibly broken. The housing was removed to find one pitch cable derailed from the back idler pulley. The cable is wedged between the two pulleys and has lost tension. The clamping pulley screws are still tight. The distal end of main tube has various scratch marks with light material removal. The scratches are .075 - .165 in length and are not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.